Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced significant shortness of breath and presented in clinic. Upon device checkup, the implantable cardioverter-defibrillator was noted with atrial crosstalk, which resulted in loss of pacing. The shortness of breath was a result of the lack of pacing. The device was reprogrammed. The patient was feeling much better after the programming changes.